Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion area was located in a severely calcified superficial femoral artery (sfa) of the left foot. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for dilation of the sfa. During the procedure, the balloon device was used in the area with severe calcification. While achieving inflation to it's nominal pressure, a rupture of the balloon was observed. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient's condition was good after the procedure.